Event description:
Patient reported right side "pain and hardening in the breast" and implant exchange due to the concern with the product. Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, no openings were found in the device, deformation, yellow particles material was found on the shell and white particles calcification -like in device outer surface wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with product.

Event description:
Patient reported right side "pain and hardening in the breast" and implant exchange due to the concern with the product. Healthcare professional reported right side rupture. Device was explanted and replaced.